Event description:
A malfunction with the pump was reported, displaying malfunction code 16. The customer's blood glucose level did not exceed 500 mg/dl and was within a normal range. Technical support advised the customer to use multiple daily injections as a backup therapy and arranged for a replacement pump to be shipped. The customer was instructed to store the existing pump and return it using a pre-paid label within 10 days, which the customer acknowledged and understood.